Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information received: on which firing did the event occur? The misfire occurred on the second firing. How long was the surgery time extended (minutes)? No information was given on the extra time spent. Was the patient¿s post-op care changed as a result of the extended surgery time? Post op care was not changed.

Event description:
It was reported that during a right colectomy procedure, the surgeon experienced a stapler failure. He reported that the stapler cut without stapling while performing the anastomosis of the bowel. Another like device was used to complete the procedure and performed to the surgeon's standard. Surgery was prolonged. There were no adverse consequences for the patient. One device was discarded.